Event description:
I use amo complete moisture plus for my soft contacts. In 2007, I woke up and my left eye was burning/stinging. It hurt with and without my contacts. My eye was extremely red and was extremely sensitive to light. It also felt like there was something in the upper inside corner of my eye. I tried flushing it with water to no avail. I had done nothing different in terms of my eye care routine, so I couldn't figure out what was wrong with my eye. I am very careful to clean and store my contacts properly every night and have had no other problems in the almost 20 yrs I have worn soft contacts. By noon that day, I was in so much pain that I made an appointment with my eye dr. He diagnosed me with a severe eye infection and gave me antibiotic/steroid drops to put in four times a day as well as rewetting drop to soothe the eye. I saw him again the next day to verify that the drops were working and again a week later to make sure the infection had completely cleared up. During this time, I could not wear my contacts. Dose: as needed. Frequency: twice a day. Route: intracorneal. Dates of use: 2007. Diagnosis or reason for use: cleaning soft contact lens.